Event description:
It was reported that the patient presented with a heart rate of 30-40 beats per minute. There was no pacing output in bipolar and unipolar, and undefined right ventricular lead impedance reading of greater than 9,999 ohms. It was noted that the device could be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) testing revealed a no output condition when programmed vvi bipolar pacing. The no output condition was the result of lifted hybrid bond wires.